Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, ¿the emphasys liner would not seat into the acetabular cup.¿. The reported emsys lnr aox n 56-58x36 (lot. 4876853) was returned to depuy synthes for evaluation. The depuy synthes team forwarded all the available evidence to the manufacturing site for further evaluation. Based on the manufacturing investigation, a nonconformance was not confirmed in the emsys lnr aox n 56-58x36 (4876853) reported. The part is compliant with specifications, and the geometric features required for mating with the acetabular cup passed inspection. All inspection results are well within specification limits. A manufacturing record evaluation was performed for the finished device product description: emsys lnr aox n 56-58x36 product code: 472256036, lot number: 4876853, and no non-conformances or manufacturing irregularities were identified regarding the complained device issue. The overall complaint was not confirmed based on the available evidence and returned device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a manufacturing record evaluation was performed for the finished device product description: emsys lnr aox n 56-58x36 product code: 472256036, lot number: 4876853 and no non-conformances or manufacturing irregularities were identified regarding the complained device issue. Device history review: a manufacturing record evaluation was performed for the finished device product description: emsys lnr aox n 56-58x36 product code: 472256036 lot number: 4876853 and no non-conformances or manufacturing irregularities were identified regarding the complained device issue. Corrected: d1, h3.

Manufacturer narrative:
Product complaint #(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. H11 additional narrative: added: d6a, d9. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the emphasys liner would not seat into the acetabular cup during the procedure on (B)(6) 2025. A 10 minute surgical delay was noted. No reported patient harm.